Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid. The patient was hospitalized and a blood patch was administered to address the symptoms. The patient was discharged and continues to use therapy with effective pain relief.